Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of above 500 mg/dl. The customer's current blood glucose is 290 mg/dl and was also 185mg/dl. Customer stated last night he went to the emergency room with blood glucose value of 400mg/dl and he had given himself 29 units of insulin. The customer also reported that the insulin pump had failed battery, motor error alert and power loss alarm. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by insulin drip. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.